Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. A day after the event onset, the patient was hospitalized for the event. On an unknown date, the patient was treated with vancomycin injection (1gm, every 3 days, intraperitoneal, discontinued 11 days after the event onset), ceftazidime injection (1gm, once daily, intraperitoneal, discontinued 11 days after the event onset) and fluconazole tab (200mg, oral, discontinued 11 days after the event onset) for peritonitis. Three days after hospital admission, the patient was discharged. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.